Event description:
A hospital in another country, reported to our distributor that they found it impossible to connect the electrical adapter to the rt204 breathing circuit because one of the pins for the heater wire was bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The faulty product was visually inspected. One of the wire pins on the inspiratory side was bent, making it impossible to connect the electrical adapter to the breathing circuit. If the pins had been bent right over during mfg, they would have been detected during our electrical tests and visual inspections. We believe that the bending observed occurred when the heater wire adaptor was being connected during breathing circuit set- up. Conclusions - the device failed just prior to use. The rate of occurrence for such complaints is approximately 0.001% worldwide for the last year. The following MDR numbers are related: 9611451-2007-00013, 9611451-2007-00017, 9611451-2007-00052, 9611451-2007-00044, 9611451-2007-00195, 9611451-2007-00202, 9611451-2007-00213, 9611451-2007-00214, 9611451-2007-00215. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified at set up.